Manufacturer narrative:
Lot #: 5286744; medical device expiration date: 10/31/2018; device manufacture date: 11/13/2015. Lot #: 6047839; medical device expiration date: 09/30/2018; device manufacture date: 2/16/2016. Lot #: 5267863; medical device expiration date: 02/28/2019; device manufacture date: 09/23/2015. Results: bd received two (2) photos from the customer facility for investigation. Based on the evaluation of the photos, bd observed separation between the hub and collar. The manufacturing records were reviewed for the incident lot and no issues were identified. Further investigation activities were conducted, and a potential root cause has been identified. Bd is reviewing specific areas in the manufacturing process where the cause of the indicated failure mode could have originated. Conclusion: the root cause / potential root cause for the hub/collar separation was determined to be insufficient welding of the collar and hub. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that there was a failure with the safety shields of the bd eclipse¿ blood collection needle with luer adapter. Failure was seen when the sterile blister package was opened. Safety shield moved away from the holder alone or with needle cover. There has been one needle stick injury because the fault. No serious injury or medical intervention reported.